Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 4.9 mmol/l and 8.8 mmol/l within 2 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.